Event description:
A surgeon reported that a memory lens implanted in the left eye of a patient sometime during 2000, has since opacified, first noted approximately 2 years ago, with explant expected in the near future. Best corrected left eye acuity reported as 20/30, near j-16. Request has been made for additional information; however, no further details have been provided.

Manufacturer narrative:
As there was no product returned or lot information provided, no detailed investigation can be performed.